Event description:
It was reported that patients implantable pulse generator (ipg) site and midline incision was infected. It was noted the site were red, swollen and leaking fluid. The patient was place on antibiotics and patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7086896.